Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched to the customer site in connection with this event. The customer was able to troubleshoot the leak with help from customer technical support (cts) over the phone. The customer found an obstruction in the tubing through pinch valve lv8. Pinch valve lv8 controls the probe wash drain. The customer flushed the tubing through pinch valve lv8 resolving the leak. The customer then found that they had not properly mixed the controls prior to running them. The customer mixed the controls properly and reran them; obtained values were well within the specifications. The cause of the leak was an obstruction in the tubing through the pinch valve lv8. The cause of the high control values was use error. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter act-diff analyzer. The instrument was giving high values for red blood count (rbc), hemoglobin (hgb) and hematocrit (hct) controls when the leak was noticed. The volume of the leak was about 1 cc and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the incident. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated in connection with this event, and there was no death, injury or change to patient treatment.